Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 61 or 62 mg/dl. The customer stated that the insulin pump had alarmed motor error and she was waiting for a replacement insulin pump to arrive. Before the replacement device could arrive, she experienced the low blood glucose event after she had treated with manual injections. She reported that she treated with 2 to 3 manual injections but did not know how much insulin she had taken. Her blood glucose readings dropped from 197 mg/dl to 75 mg/dl after treatment. She attempted to treat the low blood glucose by drinking a sugary beverage. When paramedics arrived on scene, she was treated and the blood glucose reading rose back to 68 mg/dl. She was passing out while on the phone and was later transported to a hospital for treatment. Nothing further reported.